Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe a collar wash valve had failed, resulting in a leak. The fse replaced the collar wash valve to resolve the leak. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that the reagent probe leaked on a unicel dxc 600 pro synchron system. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore gloves and a lab coat while operating the instrument.